Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, g6, h2, h11. Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.

Event description:
No additional event information. Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to this device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00106 and 0009613350-2024-00108.

Event description:
It was reported that there was an initial procedure for an unknown femur fracture on an unknown date. Subsequently, the patient fell resulting in dislocated periprosthetic distal femoral fracture. Fracture reduction was completed, and an ncb plate, screws, and cerclage wires were implanted without complication. 6 weeks later, the patient was revised again due to a fractured ncb plate. During the revision, two intermediate fragments of the femur were noted. Plate, screws, and 2 cerclage wires were implanted without complications. Diligence is complete and additional information on the reported event is unavailable at this time.